Event description:
It was reported that the right ventricular (rv) lead was exhibiting no capture at maximum output as well as high impedance due to possible fracture. The lead was capped and replaced. Insulation damage was visible on the right atrial (ra) lead during the procedure although all measurements were within specification. The ra lead was also capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted (B)(6) 2006. (B)(4).